Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notification was opened for the device without correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer powers on the 8015 after firmware upgrade, and receives error 100.6130 (s/n 12630245). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: customer powers on the 8015 after firmware upgrade, and receives error 100.6130 (s/n (B)(4). ¿ explained problematic fault to device. ¿ step customer through process to resolve the error message. ¿ customer entered the system configuration setup for the module. ¿ customer then was directed to reset the factory default to ¿yes¿. ¿ customer then power cycled device off/on, and the error message was eliminated. ¿ end call.